Event description:
Description of reported event: a peritoneal dialysis (pd) patient's contact reported to (B)(6) customer service that they were hospitalized for eighteen days with peritonitis. There were no reported allegations that the event was caused by (B)(6) products. Additional follow-up information was obtained from the patient¿s pd nurse. It was reported that on an unknown date, the patient was admitted into the hospital with symptoms of cloudy pd effluent. Per the nurse, the patient had a pd culture obtained (in the hospital) which revealed growth of methicillin sensitive staphylococcus aureus (mssa); consistent with a diagnosis of peritonitis. The patient was initiated on antibiotic therapy utilizing vancomycin intravenously (dose not provided). Additionally, the patient underwent removal of the pd catheter (not a (B)(6) product) and was transitioned to hemodialysis for renal replacement needs. On an unknown date, the patient was discharged from the hospital and continues outpatient hemodialysis. The patient is reported to be recovering from the peritonitis event. The pd nurse could not identify the exact cause of peritonitis. However, it was confirmed that the patient did not have any fluid leaks or issues with (B)(6) products in relation to this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).